Manufacturer narrative:
The customer was sent a replacement pump and cord/power supply and return of her pump and cord/power supply were requested back for evaluation/testing. As of the date of this report, the cord/power supply were received from the customer; receipt of the pump is pending. When connected to a lab pump, the customer's cord/power supply did not provide power. When connected to a lab pump the customer's cord and a lab power supply also did not provide power. During testing it was observed that the ubc-c connector on the cord was getting hot. The customers report of a melted cord was confirmed. This issue is currently under investigation by medela (B)(4), the legal manufacturer in (B)(6). (B)(4).

Event description:
On 07/01/2020, the customer alleged to medela llc that her freestyle flex breast pump charger melted where it plugs into the pump. She indicated that she had the pump plugged into a wall outlet in the kitchen at the time, there was nothing around it, and the pump will no longer charge.